Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an appendectomy procedure, after the first firing, when the reload was removed the metal backing remained in the instrument. Another device was used to complete the procedure. There was no pt consequence.